Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00368 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 15, 2017. The ptfe pad of the subject device was partially peeled. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error did not occur when an operator output in seal mode with the. Grasping section closed. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). This type of error is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the non-insulated part, since the ptfe pad was worn. The short circuit error occurred when the user output in seal & cut mode with the probe contacted to the non-insulated part. The instruction manual of the device has already warned as follows- warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a laparoscopic nissen fundoplication, the ptfe pad of the subject device was peeled. Seal & cut error occurred. The procedure was completed with a similar device. There was no patient injury reported.